Event description:
A patient was treated with juvederm ultra plus in the nasolabial folds and marionette lines and about one month later was treated with cosmoplast in the fine lines and lips. About two weeks after treatment with cosmoplast, the patient presented with mild red streaks and a red crescent at the bottom of the nasolabial folds where both products were placed. No treatment has been given . The patient feels the wrinkle looks worst where the cosmoplast was treated. Follow-up with the physician noted that after the juvederm ultra plus treatment the patient had presented with a lump on the left side of the lips. Two months after the cosmoplast treatment, the patient presented with indents in the marionette lines. After further follow-up with the physician, it was stated that this is an "unusual event' and was not due to product migration or lumping of product. The physician also noted the indents are literally indented into the patient's face. This is the same event and the same patient reported under MDR ID # 2024601-2008-00784 (allergan complaint (B) (4)). This is the first MDR submitted for the first suspect product.

Manufacturer narrative:
(B) (4). Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specifications.